Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer consumed carbohydrates, disconnected from the pump, and stopped insulin deliveries to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.